Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawing, manufacturing instructions, documentation, instructions for use (IFU), quality control, visual inspection and dimensional verification of the returned device was conducted during the investigation. The visual examination confirmed the catheter was separated into two pieces. Further examination found the separation was 12 cm from the proximal end of the catheter. The separation occurred at the connection of the silicone winged extension to the silicone radiopaque tubing. During testing, the investigators tugged on the other two joints of the device; which are connected using the adhesive. At first with minimal force and then with more than minimal force. The other two joints did not crack or separate under the pulls performed upon inspection. There is no evidence to suggest that the device was not manufactured to specification. The device is packaged with IFU which gives device description and intended use as well as warnings, precautions, recommendations and instructions for placement, use and maintenance of the device. The IFU includes the precaution, "extreme caution must be used in placement and monitoring." While it is possible to suggest that the device was subjected to forces beyond its intended design, we are unable to determine with certainty the root cause of this reported difficulty. We have notified appropriate internal personnel and will continue to monitor for similar events.

Event description:
On (B)(6) 2015: a long-term cvc was implanted in the patient. On (B)(6) 2015: the nurse reports that the catheter is broken. One part in the patient (small part of it still outside of the vessel) and the other part (hub and the thicker proximal portion of the catheter) was completely separated next to the patient. The catheter was closed with a clip. On (B)(6) 2015: the catheter was taken out. It was realized that the patient needed a new catheter placement after one week. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
On (B)(6) 2015: a long-term cvc was implanted in the patient. On (B)(6) 2015: the nurse reports that the catheter is broken. One part in the patient (small part of it still outside the vessel) and the other part (hub and the thicker proximal portion of the catheter) was completely separated next to the patient. The catheter was closed with a clip. On (B)(6) 2015: the catheter was taken out. It was realized that the patient needed a new catheter placement after one week. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.